Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. Errors 307, 40014, 41107, 170 were found upon reviewing logs. The fse replaced common compute controller (ccc) and inner fiber cable between the fiber port and ccc to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, errors 32132 and 170 appeared on the robot side during preparation. The errors had initially occurred a few minutes after system startup; however, by the time the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse), the errors were occurring immediately after startup. The tse requested that the customer check the condition of the system cable connector ports and clean all connection points with an air duster. The customer agreed to attempt the recommended troubleshooting steps, and the call was ended. Later, the customer called back to report that the error reoccurred and then disappeared; however, the system failed to recognize the robot. The customer elected to convert the procedure to laparoscopic surgery. The procedure was delayed more than 30 minutes. There was no reported injury.